Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.

Event description:
It was reported through the litigation process that sometime post a port placement, the device allegedly migrated. It was further reported that the patient experienced infiltration of chemotherapy drug into the surrounding tissue. The current status of the patient is unknown.